Event description:
Customer reported that the fiberlife message activated. The case was reported to have been completed with a second fiber. The customer reported that there was no injury as a result of this event.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customers initial report indicated the fiberlife message activated, is not considered a reportable issue. Upon analysis of the returned fiber, a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone was found. The fiber condition would result in activation of the systems fiberlife function and send the system to standby mode. Based on the analysis findings, the fiber condition would result in a forward firing condition, which has been identified as a safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact, tissue probing and bending the tip at sharp angles may cause fiber damage or breakage.